Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
"Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the leg. No additional event or patient information is available." The sensor was inserted into the leg. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom mobile continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire and seal carrier were missing from the sensor pod. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.